Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker fell and hit their head. A computed tomography (CT) was performed and it showed the patient had developed a hematoma on their brain. They were subsequently hospitalized. At a later date, this pacemaker was interrogated and it had entered safety mode. Technical services (ts) was consulted and discussed therapy delivery under this setting and device replacement was recommended. This pacemaker was then explanted. A new device was implanted. No additional adverse patient effects were reported.